Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-10801, reference MFR. Report: 1627487-2018-10802. The patient is implanted with scs system for off-label use. It was reported the patient underwent an scs system revision. The patient¿s leads were replaced due to lead migration. The ipg was also replaced during the procedure for unknown reason. Therapy was established post-op.